Event description:
A customer in (B)(6) notified biomérieux of misidentification of enterococcus casseliflavus as e. Gallinarum for a quality control sample ((B)(6)), in association with the vitek® 2 gp test kit. The customer reported performing the qc four (4) times with enterococcus casseliflavus (B)(6), and all four (4) times the result was negative and positive was the expected result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a discrepant organism identification in association with the vitek® 2 gram-positive (gp) identification (ID) test kit (card). Raw test data and the enterococcus casseliflavus atcc® 700327¿ reference strain were submitted by the customer. Biomérieux investigation was conducted. A graph review was performed on the integrated data from the customer and compared to historical data. The integrated data included two (2) replicates from gp lot 2420290103. The customer's data showed very little activity when compared to historical data. Other wells also show decreased activity indicating an issue with the strain. Evaluation of the manufacturing qc batch record for gp ID lot 2420290103 indicated the lot passed qc performance testing and met final qc release criteria. No ncmr was written against this lot. Ncmrs were reviewed for the last 13 months; no ncmrs were written for the gp ID card. Tests were performed from specimen sub-cultured on tsab with co2 atmosphere, as recommended; the customer's issue was not duplicated. The investigation concluded there is no evidence to suggest a performance issue with vitek® 2 gp ID card lot #2420290103.